Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the ventricular leadless pacemaker (vlp) had high capture thresholds which lead to loss of capture. The patient was asymptomatic. The vlp was explanted and replaced. The patient was stable throughout the procedure.